Manufacturer narrative:
It was mentioned in supplemental #1 that a correction to the phone number was done however, the phone number was not added.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: (B)(6) and report source. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with peripheral striae in left eye at 3 day post op. Patient mentioned he is unsure if he rubbed his eye. No loss of best corrected visual acuity (bcva) reported. The patient complained of vision fluctuating in both eyes. He feels near visual acuity seems worse than distance with contacts. On (B)(6) 2014 account reported that patient did have a flap re-lift and his uncorrected visual acuity after is 20/20 for both eyes.